Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and dim and discolored display screen visual. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The battery compartment was observed to be cracked at the case seal. The following findings are unrelated to the reported issue: visual inspection revealed that the keypad cover was peeling from its base. Evaluation revealed that all of the keypad buttons were properly responsive. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts. (B)(6).